Event description:
Pump alarmed "error - air occlusion alarm" while attached to a pt. Oxyclinae. Rate - 25 ml/hr. The pump ran for 3 mins then it is alarmed. Incident date: (B)(6) 2013. No pt injury. No tubing available. Customer does not want to send the pump in, but wants a record of the complaint. Follow-up obtained from reporter: the reporter stated there were no pt injuries with the event and they were not sending the pump back for return.

Manufacturer narrative:
Investigation results: the pump nor the log for the pump was returned for review. After reviewing the history of the pump it has not been in for svc or preventative maintenance since the customer obtained the pump on (B)(6) 2009. It is part of our preventative maintenance requirements noted in the user manual that the pump be serviced once every 12 months. This info has been relayed to the customer.